Event description:
It was reported that the patient, approximately two weeks post implant, went to the emergency room due to back spasms. The patient started to feel an electrical tingle like a tens unit. There was discomfort. Then it escalated to pain like laying on an electric fence for 1.5 hours. Technical services reviewed the device data. The device diagnostic data looked normal. There are no device faults, and all functions are normal. Technical services recommended getting and x-ray. Later, the doctor explanted the entire system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient, approximately two weeks post implant, went to the emergency room due to back spasms. The patient started to feel an electrical tingle like a tens unit. There was discomfort. Then it escalated to pain like laying on an electric fence for 1.5 hours. Technical services reviewed the device data. The device diagnostic data looked normal. There are no device faults, and all functions are normal. Technical services recommended getting and x-ray. Later, the doctor explanted the entire system. There were no additional adverse patient effects.